Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) e1 - initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the first diagonal artery with 90% stenosis and was 12 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilation and followed by the placement of a 2.25 mm x 16 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Eight days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject died, and the primary cause of death is unknown. At the time of event, the subject was on aspirin and clopidogrel. There was no action taken to treat the event and it is unknown if an autopsy was performed.